Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the procedure indicated was percutaneous transluminal angioplasty. There was no indication that the device was used in a coronary artery.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the complaint device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a mildly tortuous and severely calcified coronary artery. A 4.0mmx40mmx135cm (4f) sterling¿ balloon catheter was advanced for pre-dilatation. However, during first inflation at 6 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications nor injuries were reported.